Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. See manufacturer report number 3004209178-2016-45536.

Event description:
The customer had called on (B)(6) 2013 to report receiving multiple no delivery alarms. Troubleshooting was done and the customer was advised that the insulin pump was working as designed and the no delivery alarms may have been caused by a set or site occlusion. Blood glucose at the time was 84 mg/dl. The customer called back on (B)(6) 2013 to report recurring no delivery alarms. Blood glucose value was 493 mg/dl. She stated that she had tried different cannula lengths, rotated sites, insulin was not expired and the cannula was not bent. She was advised to discontinue using the insulin pump and agreed to return the device for analysis and stated. She then stated she wanted to return the reservoirs and infusion sets as well to identify if there was an occlusion. Two reservoirs would be replaced and she would send the product for analysis.